Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic left upper lung radical procedure. The patient's medical history is lung cancer. The stapler was being applied to the lung parenchyma. After the surgeon closes and presses the insurance, the black grip is hard to hold and the shot is shot. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used another manual stapling handle and reload. There was no patient harm. The patient status is alive, no injury.